Event description:
It was reported that a malfunction alarm occurred. Reportedly, the pump was exposed to x-ray screening at airport. The customer reverted to manual injections for insulin therapy. There was no adverse impact to the customer's blood glucose level.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Per the tandem user guide, "do not expose your pump to x-ray screening used for carry-on and checked luggage. Newer full body scanners used in airport security screening are also a form of x-ray and your pump should not be exposed to them." H3 other text: device not returned.